Event description:
Patient reported their lower gum is being cut by the lower aligner and causing pain and bleeding. They cannot wear the aligner due to the pain. Requested additional information and photo of the lower aligner for its shape.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.